Manufacturer narrative:
Continuation of medical devices: product ID 419688, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged. The lead was attempted and not used. Another lead was used. The patient experienced phrenic stimulation on the second lead. The second lv lead was attempted and not used. Another lead was used. No further patient complications have been reported as a result of this event.